Event description:
Caller reported a cartridge alarm 30 that occurred during the load process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as a backup therapy and received a replacement pump with updated software from tandem technical support. They were instructed to return the problematic pump via ups using a return box and pre-paid label within 10 days.